Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced intermittent elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Correction boluses via the pump were delivered to address bg. Reportedly, customer reverted to an alternate pump for insulin therapy. The customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.